Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was reportedly in the 400 mg/dl range when the issue occurred. The customer's blood glucose level was reportedly within target range at time of report. Reportedly, the customer reverted to manual injections for alternate insulin therapy.